Event description:
It was reported that the bd microlance¿ needle caused coring in the medication vial. The following information was provided by the initial reporter, translated from french to english: "during the preparation of chemotherapies, the use of the device led to the formation of cores in the septum of vials on several occasions. After changing the needle reference, the coring did not recur (same handler). The batch concerned is 210216 exp 01/2026."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-01 investigation summary: a device history record review was completed for provided lot number 210216. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one unused sample was returned for evaluation by our quality engineer team. The needle was microscopically examined and the bevel was found to be well formed with no signs of cannula defect identified. The sample was tested, using different angles of penetration and a lab vial, and no difficulties were detected. After penetration, the needle was again microscopically examined and no particles from the vial stopper or signs of fragmentation were identified and the bevel was still well formed.

Event description:
It was reported that the bd microlance¿ needle caused coring in the medication vial. The following information was provided by the initial reporter, translated from french to english: "during the preparation of chemotherapies, the use of the device led to the formation of cores in the septum of vials on several occasions. After changing the needle reference, the coring did not recur (same handler). The batch concerned is 210216 exp 01/2026."